Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device is not available; therefore product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned is identified in the labeling as a known inherent risk of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that may contribute to a stent being implanted in an unintended location including but not limited to; patient anatomy, patient movement, surgical technique, compromised visualization and operational context. Based on the results of the investigation, no quality product deficiency was identified. MFR# reference# (B)(4).

Event description:
It was reported that following a right eye cataract procedure, the surgeon deployed one (1) of the two (2) stents from the trabecular micro-bypass stent system posteriorly to the trabecular meshwork (tm). Reportedly, poor visualization and surgical techniques during implantation attempt were the contributing factors. There was no medical or surgical intervention required and no patient impact. The surgeon used a back-up device of same model to complete the procedure successfully. Additional information is being requested.

Event description:
Through follow-up, the following additional information was received. Reportedly, the stent was ¿inappropriately seated left¿ and remains in the eye. There was no adverse event as result of the stent positioning and the patient was being monitored. The prognosis was reported as ¿good prognosis, improved pressure¿ in early postop period.

Manufacturer narrative:
MFR# reference: (B)(4).